Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found to meet specification and the reported failed downstream occlusion detection could not be reproduced. During the eval a downstream occlusion test was performed with unit passing. The unit was "received on high pressure setting" which may have contributed to the reported symptom.

Event description:
It was reported that a pump failed to detect a downstream occlusion during testing. It was also reported there was no pt involvement.